Manufacturer narrative:
The reason for this revision surgery was joint instability after 8 months, 7 days in- vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part; with 1 of the prior complaints having the same failure mode of stability, poor joint. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to (B)(4) and a definitive root cause cannot be determined. Factors which may cause joint instability that are not associated with the implants are; incorrect implant selection, incorrect surgical technique or patient bone deterioration. There was no information reported that evidences a material, design or manufacturing problem with the product.

Event description:
Revision surgery - the patient's hip was unstable due to a length discrepancy. The surgeon removed the liner and head.